Event description:
Per the clinic, open circuits were noted on 7 electrodes since switch on. The patient's performance is reportedly below expected levels. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.